Event description:
It was reported that there was a revision for infection. The cup and one screw remained in the patient.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown mdm poly liner. Additional devices listed in this report: unknown accolade tmzf stem; unknown 8 delta head; unknown mdm metal liner; unknown screws. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.

Event description:
It was reported that there was a revision for infection. The cup and one screw remained in the patient.

Manufacturer narrative:
Updated catalog numbers and lot codes of other devices listed in this report: cat # 6021-3535 , lot #36444606 , description: accolade (127 deg) size 3.5 accolade (127 deg) size 3.5; cat # 6570-0-32 , lot #25623501, description: delta v-40 ceramic head 28/-2,7; cat # 626-00-46f, lot # 37197102 , description: modular dual mobility insert; cat # 2080-0025, lot #mkjvtm, description: gap plate screws; cat # 2080-0025, lot # mhel6v, description: gap plate screws; cat # 2080-0025, lot #mkehay, description: gap plate screws; cat # 509-02-60f, lot #mkj1hj, description: tritanium revision acetabular.

Event description:
It was reported that there was a revision for infection. The cup and one screw remained in the patient.

Manufacturer narrative:
The device history review indicated that all devices were manufactured and accepted into stock with no reported discrepancies. A review of the sterilizations records confirmed that the devices were within specification. The complaint history review indicated that there were no similar reported events for the same lot number. The implant sheets were provided and no additional patient or medical records were received for review. Insufficient medical records were received for review with a clinical consultant. The event was not confirmed. The exact cause of the event could not be determined because insufficient medical records were provided for review. Further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.